Event description:
The drill bit was easily broken during use and the tip was left in the acetabulum.the surgeon did not take a risk by breaking bone to remove the tip of the device and left it to complete the surgery.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the provided product and patient x-ray confirms the reported event. The tip has fractured and has been left in situ. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The item was tested for hardness and found to have met specifications as called out by (B)(4). The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation.